Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the corrosion has built up on the spring arm. We decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification due corrosion occurrence. Such a scenario could be considered as technical deficiency, and in this way the device contributed to the event. Provided information indicates that upon the event occurrence, the device was not being used for patient treatment. According to the information gathered, the issue was discovered by getinge technician during performing the preventive maintenance. When reviewing similar reportable events registered for the issue of corrosion on powerled and hled surgical lights it was confirmed that there was no events which led to serious injury or worse. Comparing the number of claimed devices to the number of devices sold worldwide, we can assume that the failure ratio of rust occurrence is moderate. Root cause evaluation was performed by subject matter experts. Unfortunately, maquet sas did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause nor provide the most probable root causes. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 23th may, 2023 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the corrosion has built up on the spring arm. We decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination.